Event description:
It was reported that the customer was experiencing high and low blood glucose and hospitalized last (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 456 mg/dl. Customer's stated she was thirsty and confused. Customer was throwing up and would not stop so she was taken to ER because she gets dehydrated quickly. It was found that customer had uti and had low blood pressure. Customer was not in an accident and was wearing the insulin pump at the time of hospitalization. Customer had diabetic ketoacidosis and low blood pressure. Troubleshooting was done. It was found the in the troubleshooting that the insulin pump was working as designed. Customer also reported that there scratches on the on lcd screen and customer had a hard time reading it. Advised the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and compromised force sensor system and no delivery tests. No excessive no delivery alarm or delivery stopped check blood glucose alarm noted. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.